Event description:
Reported due to device stuck in pt's groin requiring surgical procedure. The physician attempted closure of an arteriotomy site with the perclose proglide device following a diagnostic procedure. Fluroscopy was performed prior to closure with the following findings: site was located in the superficial femoral artery (off label use); size of the vessel was six and one half (6.5) mm and the vessel condition is unknown. The pt previously had hernia surgery at the groin site; therefore, the physician encountered " a little resistance" with insertion of the device. Reportedly, while lifting the lever and deploying the foot, an audible "click: was heard. The physician continued to depress the plunger but stated, "it didn't feel right." The plunger was retracted but no suture was attacted. The physician attempted to return the lever to its original position but it would not move. It was determined, via fluoroscopy, that the device was broken into two (2) separate pieces. The pt was taken to surgery for removal of the device and repair of the artery. The device was removed from the artery in its entirety. The pt received a blood transfusion as a result of this event; the number of units is unk. The pt's hematocrit and/or hemoglobin levels are also unk. The pt's hospitalization was prolonged for three (3) days. Pt was discharged from the hosp in 3 days later in "good condition." Although requested, no additional information was provided.